Event description:
A product experience report was received on (B)(6) 2012 with an allegation that the patient developed an "allergic reaction/infection approximately 35 months after the original surgery. The customer reported that this matryx interference screw 10mm x 38mm was used during an acl reconstruction of a (B)(6), male patient on (B)(6) 2009. The first symptom of this reported adverse event appeared when the patient returned to the office on (B)(6) 2011 with reportedly "an oozing wound" on the right knee joint. The report indicated that the "oozing" was found in the area of the distal drilling channel for 6 weeks. On (B)(6) 2011, a surgery was performed that included the scar excision on the proximal tibial and preparation of the fistula as far as the bone. The surgeon found a distinct ganglion with screw residue as contents. The screw residues were carefully removed, the cyst curetted out and the surround bone micro-fractured. A smear was taken. As reported, the screw channel and also the resection with the arthroscope were pursued and controlled followed by the insertion of a redon drainage and closure of the superficial thigh fascia. Subcutaneous suture, everything with safil was used. The skin was sutured in continuous suture technique and sterile bandage applied. An attached report from a different health care facility was also received, which indicated their diagnose findings during the patient visit on (B)(6) 2011. The findings are as follow: oozing wound in the right knee, which would not heal for 6-8 weeks. This occurred underneath the knee after a swelling. No trauma. Clinically the doctor saw an oozing wound on the right knee with granulation tissue as contents. Radiologically, the ulcus was seen in projection to the drilling channel with an lca plasty, albeit without detection of foreign bodies. Presumably, a wound review is sensible with a possibly reactivated infection in the areas of a non-resorbable suture. No other latest patient information provided.

Manufacturer narrative:
This device is not expected for evaluation, as only the screw residues was removed during the second surgery on (B)(6) 2011. A review of the device history record shows this device was manufactured on (B)(6) 2008 in a lot of 71 units with no noted discrepancies during sterilization process that could have caused or contributed to the reported allergic reaction/infection. Further review of the complaint files shows no other similar complaints of "allergic reaction" received for this item and lot number combination. No additional units of this lot # were available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device showed a total of 8 reports of allergic reaction/infection received. Of the 8 reports, 3 were received from the same surgeon at one facility in the us and 5 were received from the same surgeon/facility in (B)(6). (MFR. Report #9613278-2012-00006, #9613278-2012-00007, #9613278-2012-00008 #9613278-2012-00009, and #9613278-2012-00010). The IFU lists infections, both deep and superficial and allergic reactions under adverse events. The matryx interference screw is intended for use in interference fixation of bone-patellar tendon-bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. The matryx interference screw should be used in combination with appropriate immobilization/controlled mobilization. The product IFU provides the following information: precautions and warnings: - detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Contraindications: - foreign body sensitivity to the implant material. Where the material is suspected a test should be made prior to implantation to rule out sensitivity. - conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Adverse effects: in addition to the potential adverse effects associated with all surgical procedures, such as infections, both deep and superficial, allergic and other responses to anaesthetic agents and device materials, intra-articular replacement and internal repair using the matryx interference screw (as for other similar fixation devices) may be associated with transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness. Device was discarded at user facility.